Manufacturer narrative:
Additional phone call from patient, no additional codes required. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that their symptoms are worse than they were prior to the implant and that therapy has never worked for the patient. The patient stated that she planned to find other people that have experienced similar issues and also to contact a lawyer to address this. The patient reported that her bladder "fills up so much, which it didn't do before implant," and the patient also stated that she has increased frequency. The patient reported that her "bladder gets do extremely full that she pees all over herself." The patient has met with her healthcare provider and the manufacturer representative for multiple reprogramming sessions without success. According to the patient she was told that "it is either keep reprogramming or have device taken out." It was reviewed with the patient that the best course of action is to follow-up with her healthcare provider, the patient became escalated on the call and the call was disconnected due to use of abusive language toward the manufacturer call center. Patient status is unknown at the time of this report and no device malfunctions were reported.

Manufacturer narrative:
Correction:(B)(4) does not apply. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. Patient reported that ever since implant their lower back is in severe pain from it, device has not worked/never worked for her, and it has been reprogrammed and still does not work. The patient was at their wits end with this device. Patient states she is upset since everything is worse now than before implant. Patient had adjustments done, however, those never worked. The patient has called the manufacturer over the years and has gotten nowhere. The patient has insurance but can¿t pay what the insurance does not pay to have it taken out. Patient spoke with a manufacturer¿s rep who gave them a patient advocate foundation number and they said they can¿t help. Patient stated why does the manufacturer sell a device that doesn¿t work or has recalls and stated they had contacted a lawyer hoping the lawyer can get them some satisfaction because they have suffered. Patient asked about recalls which were reviewed. Patient was directed to the known adverse event public website regarding device safety warnings and recommended to follow up with their doctor. Patient wished to have the device explanted. Patient stated they had worked with the doctor and nothing changed so they quit going to that doctor. The last time they went to a urologist who said the device had already been reprogrammed again and there was nothing they can do. No further complications were reported at this time. .

Event description:
A patient reported they had called their healthcare professional (hcp) to ask how long it would take her to start getting results because her bladder symptoms were worse than they were before she got the implant and she's been going a lot and she's been peeing on herself. The patient stated the hcp's told her 2 weeks before the device would start working. The patient stated she was implanted for bladder control. It was noted the patient does not feel stimulation and the therapy is on. The patient increased from 1.5 v to 2.8 v until the patient felt stimulation comfortably in the bike seat regions. The patient stated she felt comfortable movement/numbness where she feels something there in anus, rectum, bowels, and buttcrack. At the end of the call the patient stated could not feel stimulation. The patient mentioned that when she put the antenna over the implant it hurt, the patient stated it was from post surgical pain where they made the incision to put the implant in. The patient noted she has an appointment on the (B)(6). The patient noted the hcp had tried to get a hold of a manufacturer representative (rep), but couldn't. The patient noted she was not given any education on how to work the device. The patient encountered poor communication during the call, but issue was resolved by repositioning antenna/patient education. Additional information from the patient reported it is not helping. The patient stated the device has made her worse. The patient stated the device only made it worse. The patient has not called her hcp. The patient has a 2 week follow up coming up on wednesday. The patient stated it made it worse. The patient had nothing but a flood. The patient had tried every program expect 1. The patient started feeling numbness and it does not help at all. The patient is going 8-10 times per night at the hour. The patient was very unhappy, she thought it was going to help. The patient noted she read horror stories online and cried and stated I don't want this right after she came home this all started. The patient noted a possible urinary tract infection, the patient was so raw from wiping. The patient is implanted for gastrointestinal/pelvic floor.

Event description:
Additional information was received. It was reported that the device has never worked for the patient and they are worse than they were before the device. The patterns and settings have been changed by both a manufacturer representative and healthcare professional; they have tried all four programs. The patient has never felt the stimulation. They had it up to six once and ¿it was so tight they couldn¿t poop¿ and the vesacare pill didn¿t help. It was noted that the patient: pees all the time, gets up every 30 to 45 minutes, ¿burns down the leg¿, can¿t go anywhere, was ¿all raw¿ and was depressed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.